Event description:
Event description guidant rec'd info that a family member alleged this pacemaker was involved in the pt's death in 2005 because an unspecified feature of the device was not turned on. The pt was lost to follow-up following the pacemaker replacement procedure in 2003.